Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue of not recognizing the ac power was observed during an inspection. A failure of the power supply was confirmed. The device's power supply was replaced to address the issue.